Event description:
It was reported to philips that the customer has experienced a delay in image availability. It was stated that a doctor was heading to the radiology department, telling the clinical consultant that a chest x-ray had been done over 15 minutes earlier but was still not available at that time. The patient, a 17-year-old trauma male patient had a chest x-ray done and the doctor was waiting for the image to perform diagnosis. As the images did not arrive in vue pacs at that time he went to the modality and confirmed the diagnosis to be a pneumothorax. The doctor performed chest tube insertion successfully to treat his condition. Philips has started an investigation on this complaint.